Event description:
It was reported that the warmer would not power on. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in used condition. The unit did not turn on. The root cause of the reported issue was found to be the switch leg became disconnected from solder joint on main board. A corrective and preventative action has been opened to address the reported issue.